Event description:
It was reported that a spectrum pump had a door latch issue. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door latch issue in that door not fully latched messages were experienced at power up. The messages were found to be caused by loose link screws. The screws were replaced.